Manufacturer narrative:
Review of the submitted device and event information was performed. No changes to the submitted information are required.

Manufacturer narrative:
Result: known inherent risk of procedure. Per the instructions for use (IFU), coronary flow obstruction is a potential adverse event associated with the tavr procedure. The IFU cautions that the safety and effectiveness have not been established in patients with bulky calcified aortic valve leaflets in close proximity to the coronary ostia. In addition, it warns that caution should be exercised in implanting a bioprosthesis in patients with clinically significant coronary artery disease. Coronary obstruction can result in myocardial ischemia or infarction due to obstruction of the coronary blood flow and may require intervention (e.g. Pci). There are multiple patient factors that could put the patient at risk for coronary flow obstruction during the tavr procedure, including significant underlying coronary artery disease and bulky calcification of the native leaflets and root. Displacement of calcium deposits with embolization of debris into one of the arteries, or aortic dissection with continuity of the rupture into the intima of one of the coronary ostia, can result in this complication. The edwards thv manuals advise the operator on pre-procedure assessment of the aortic valve, root, and coronary anatomy. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve (thv). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. In this case, the exact cause of the coronary artery obstruction cannot be confirmed. Procedural factors (displacement of calcium during bav), in addition to patient factors (moderate valvular calcification, moderate aortic root calcification, lca ostium height) likely contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our edwards lifesciences affiliate in (B)(6), during a transfemoral tavr procedure, balloon aortic valvuloplasty (bav) was performed with 2ml less than nominal volume, under rapid ventricular pacing (rvp). When rvp was stopped, the patient¿s blood pressure (bp) stayed around 50 mmhg to 60 mmhg. Vasopressor was administered and the bp returned to around 100 mmhg. When a 23mm sapien 3 valve crossed the native annulus, hypotension continued. The sapien 3 valve was deployed in a final 80:20 aortic/ventricular (a/v) position. The bp remained low. Cardiac massage was initiated and vasopressor was given. Echo revealed ¿severe motion asynergy¿ at the left ventricular anterior wall. Angiography revealed an obstruction at the left anterior descending coronary artery (lad). A ¿suction catheter¿ was inserted into the left coronary artery (lca), and ¿calcified substance¿ was removed. Angiography also revealed the bifurcation between the lad and the first diagonal branch was obstructed. The vessel was ¿suctioned¿ and ¿calcified substance¿ attached to a ¿fresh¿ thrombus was found. A stent was then placed in the lad. Angiography confirmed the patency of the vessel. Tee confirmed that the motion of the left ventricular anterior wall was recovered. The procedure was completed. The native annular diameter measured 22.7mm by CT with a valve area of 410mm2. Moderate valvular calcification and moderate aortic root calcification was reported. The lca height was reported to be 10.7mm. It was perceived that native valve calcification ¿removed¿ during the bav caused the coronary artery obstruction. The calcium may have entered the coronary artery during the cardiac massage. It was also stated that calcification of the cusp is sometimes ¿covered by a thin membrane¿. It was speculated that the thin membrane may have ¿broken¿ during bav or rvp and the calcium ¿flowed¿ into the blood.